Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Product not returned.

Event description:
It was reported that patient's right hip was revised due to lucency around the shell. The shell was reported to have been rotated and intra-operatively, 1 screw was found broken. A 52mm shell and 2 screws, 32mm 10° d liner, and 32 +4 ceramic head were revised to a competitor shell and liner with a stryker head.

Event description:
It was reported that patient's right hip was revised due to lucency around the shell. The shell was reported to have been rotated and intra-operatively, 1 screw was found broken. A 52mm shell and 2 screws, 32mm 10° d liner, and 32 +4 ceramic head were revised to a competitor shell and liner with a stryker head.

Manufacturer narrative:
An event regarding loosening involving a tritanium shell was reported. The event was confirmed through clinical review of the provided x-ray. Method & results: device evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted shell with nothing remarkable to report. From the photographs provided there is evidence of the presence of biological matter. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided x-ray by a clinical consultant indicated: rejected for medical review on 07-dec-2018: insufficient information provided in determining root cause however, the x-ray provided confirmed a loose acetabular component. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.